Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-00756. It was reported that the right ventricular lead and right atrial lead were capped and replaced on (B)(6) 2022 due to an oversensing issue. The patient was in stable condition throughout the procedure.